Event description:
Surgeon was implanting a globus spacer hedron 18x50x9 10d into the lumbar disc space. He took an x-ray shot, did not like the placement of cage. When he was trying to remove the cage, the cage broke off. 3/4ths of the cage was left in the patient's disc space and the other piece was on the inserter instrument. Dr. Left the cage that was broken in the disc space and proceeded on with case. I ordered an abdominal x-ray to confirm no pieces were left behind in pt. Body. Radiologist spoke with dr. Via phone.